Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red, dry rash underneath the therapy electrode (te) pads and underneath her right breast. The patient consulter her physician who prescribed a cream. Follow-up indicated that the rash had improved and was clearing up with use of the cream.